Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. In accordance with facility policy, the explanted device will not be returned. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. In accordance with facility policy, the explanted device will not be returned. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained. Additional information indicated the patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.